Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on(B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver could not run on the global functional test station because the receiver would not boot up. Therefore, a data log could not be downloaded. The reported event of a firmware error was not confirmed. A root cause could not be determined.